Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Asr revision,bi-lateral,left hip.(B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision, bi-lateral, left hip. (B)(4) for right hip. Update: added hospital, type of surgery, reason for revision and products reason for revision. Received: august 22nd 2012. Asr hip resurfacing, reason(s) for revision: alval / soft tissue reaction. Update received: 29th may 2014 - cross referenced, re-created to attach surgeon confirmation forms, attach query and response documents and attach unanswered query document, added further hospital: (B)(6), added surgeon: (B)(6) and added further reason(s) for revision: component malalignment and pain.

Event description:
Asr revision recommended.